Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
It was found that the customer was not using a recommended rack adapter with 13x75mm tubes. The qc recovery data provided was acceptable. The alarm trace showed two sample clot detection alarms on the day of the event. The field service engineer (fse) performed mc replacement on the analyzer. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t stat assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 73.2 ng/l. The result was reported outside of the laboratory. A second sample was collected from the patient and the troponin result was < 14 ng/l. The low result prompted the customer to repeat the first sample. The repeat troponin result of the first sample was 11.7 ng/l. The reagent lot number is 642417. The expiration date was requested but not provided.